Event description:
Pt's device was programmed to off due to the sensation that the vns therapy was giving the pt. With the vns therapy, the pt reportedly felt a tickling and would stick their whole hand into their mouth, making themselves vomit regularly. They stopped eating and were vomiting what little intake they did get. Investigation to date has been unable to determine the cause of the reported event.